Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to vomiting and elevated blood glucose levels (1,000 mg/dl). Customer was treated with insulin and saline drip, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).